Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient's message received stating she had a hip replacement on (B)(6) 2019. She also stated "...advancement of stem slowed down...attempts were made to impact stem...cement was rapidly setting...stem could not be extracted...remove stem...open up cement column....stem extractor placed on stem...multiple attempts were made...midas rex used to remove cement...portions of cement broke free...repeated attempts at extracting stem were made...unsuccessful...determined that trochanter osteotomy was required.¿